Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02170. Additional information indicates that both of patients leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein patients ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000041738.

Event description:
Related manufacturer reference number: 3006705815-2023-06060. It was reported the patient¿s lead migrated and the ipg is inoperable. Surgical intervention may take place at a later date.